Manufacturer narrative:
For paralysis and ins site constantly infected.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient had their implantable neurostimulator (ins) placed in 2001, but manufacturer's device registration showed the implant date as 2005. The patient's health care provider (hcp) wouldn't take their insurance and the patient was having complications on their left side with the ins. The patient was losing feeling, had a lot of muscle spasms, something with their hands and it was hard for them to hold things, had a lot of discomfort and pain, fell a lot, and had severe leaking. The stimulation was causing the patient's body to go numb and spasm, but when the stimulation was off the patient still experienced the same issue. The symptoms had been occurring for quite some time and they had been complaining about it for a few years. It was mentioned that the patient's hcp was not able to see well and so they didn't do a full hysterectomy. Additional information received from the patient on (B)(6) 2017 reported that they still had not found a physician to remove system and was still experiencing complications. The issues were still continuing and had caused paralysis and severe pain - ins site constantly infected and caused constant severe pain on the left side and the ins was moving around and swollen and she could not sit on that side. No further complications were reported or anticipated.

Manufacturer narrative:
Correction.